Event description:
According to the complaint description during a resuscitation, a patient was intubated with the c-mac using blade #3 while resuscitation was in progress. Several times after switching on, the complete laryngoscope failed with a black screen and a light source that was not switched on. This could not be remedied even by pressing the handle on the camera piece again or by switching it off and on several times. After changing to the #4 blade, it functioned without any problems and intubation was possible. All in all this caused a slightly delayed intubation. Furthermore, this event was initially reported to the manufacturer 2023-03-21, additional information mentioning the death of the patient was received 2023-03-30. Currently it is unknown if death occurred due to the malfunction of our device because it was used in an emergency situation already.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Additioanl information regarding the serial number was provided in section d4. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
8403ax: error analysis: the specified error could not be reproduced. Product has no functional error under laboratory conditions. Other findings: distal end of blade mechanically deformed the device should not have been used further with this mechanical damage. Housing coating detached. Cover coating detached. Software is in delivery condition. Device surface is worn. Also checked together with 8403xd, #up6278. No functional fault detected under laboratory conditions. Cause of failure: mechanical damage / wear & tear. Remarks: unit was inspected as delivered. Device had to be disassembled for comprehensive analysis. For this purpose, the push button had to be removed destructively, all other parts were not destroyed and are still fully functional. 8403xd. Error analysis: the specified error could not be reproduced. No error detectable, product conforms to specification. Note: pocket monitor received without battery. (The battery cannot be excluded as a possible cause of the error). Mechanical damage due to the impact of mechanical forces. The most probable root cause is a user error. As described in the IFU, the product should have been checked before use and should no longer be used. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
This supplemental report is created to clarify that the device was returned on may 31, 2023 and should have been reflected in the initial report. The first supplemental (23_200952086_70_sup) should have been marked as a correction and not additional information.